Event description:
The patient's mother emailed animas stating that the patient's blood glucose level started to elevate from the 300 mg/dl range up to the 500 mg/dl range. She tried to correct the patient's blood glucose with bolus doses from the pump but said the pump seemed to be "not doing anything" so she corrected her blood glucose manually by injecting the patient with a syringe. The patient then spent the night at the hospital on sunday, (B)(6). The patient went home and was using insulin pens for insulin delivery. The patient's mother changed the cartridge three times in case she missed a step during the cartridge change or inserted the infusion set at a bad site. She believes she changed the cartridge correctly and changed the patient's infusion site correctly. Animas attempted to contact the reporter to obtain information regarding the hospitalization but has been unsuccessful in reaching her. This complaint is being reported because the reporter alleged she could not administer bolus doses with the pump and the patient subsequently suffered elevated blood glucose levels requiring treatment at the hospital.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.